Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device failed opcheck as it was unable to read leads ECG cables and it stayed in pads mode. There was no reported patient involvement.